Manufacturer narrative:
The reason code for no evaluation has been updated. The following information has been corrected: reason code for no evaluation: other.

Event description:
It was reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309653. Batch no: 9086562. Inventory coordinator noticed a black residue on the inside of the syringe packaging.

Manufacturer narrative:
(B)(6). Investigation summary: two (2) photos were provided by the customer for investigation. One (1) photo shows a finished syringe and plunger rod in a blister pack viewed through the bottom web. The photo shows a dark grey foreign matter (fm) either on the syringe barrels or in the blister pack. Based on the photo it cannot be determined what the foreign matter (fm) is or if it is on the barrel or in the blister pack. The second (2nd) photo shows the top web of the blister package. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #9086562 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: without a physical sample to analyze the foreign matter (fm) that appears to be either on the syringe barrel or in the blister pack cannot be identified; therefore, potential root causes cannot be determined. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309653, batch no: 9086562. Inventory coordinator noticed a black residue on the inside of the syringe packaging.